Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Device was not returned in the condition of the reported complaint. Visual assessment of the device showed both ts. The device was functionally tested for proper actuator advancement, cycling and deployment, the device functioned as intended. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the t-2 implant was inserted but would not stay anchored. A backup device was available to complete the procedure. Due to device malfunction the procedure time was extended by more than 2 hours and a portion of the meniscus needed to be removed as a result of the malfunction.